Event description:
Customer sent a repair request, returned the device for annual inspection reported with an issue of "a/w tube clogged". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the air/water (aw-tube (water mouthpiece). This report is being submitted due to the finding of foreign material in the a/w tube (reprocessing issue , insufficient cleaning/reprocessing issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged a/w tube. This condition attributed due to reprocessing issue, insufficient cleaning. Furthermore, the following defects were identified during device inspection: due to a cut on switch 4 (sw4), water tightness is lost (leak was observed). Water mouthpiece is loose due to deformation of k-wire (instrument channel), forceps lever does not move smoothly. Adhesive around light guide (lg) lens has a crack. There is corrosion around l-arm. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of the foreign material clogging the a/w channel. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories warning:if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories flush the air/water channel with detergent solution remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.